Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/18/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported vomiting, flu-like symptoms, fever, severe pain, body aches, right hip infection, left hip effected mobility with sharp pains and soreness, fluid found in left hip, discomfort, unable to sit or stand for long periods of time, unable to exercise and do strenuous activities. Revision surgical note did not report any harms. Pfs reported metal ion lab results to be less than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 10, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.